Event description:
It was reported that the home patient (hp) saw air in the line during the initial drain. The hp was connected. The presence of air was found to be due to a clamp being left open on the final line. The technical service representative (tsr) advised the hp to start over with new supplies. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The patient had a clamp left open on an unused line, which is a user error. Per "the homechoice and homechoice pro apd systems patient at-home guide", users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.